Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department. The reported complaint of "compressor 1001" was verified. The compressor was replaced to resolve the malfunction. The reported complaint of "no power up" was observed during testing. However, the reported problem could not be duplicated. The battery was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor failure- 1001" error message. Additionally, the device no longer powers up. Complainant did not indicate that there was any patient involvement in the reported malfunction.